Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2013 patient experienced no audio output. Dexcom technical support advised patient to test the alert functionality of device on (B)(6) 2014. After testing the alarms, patient told dexcom technical support that the alerts were not working according to settings at the time of the call. No medical intervention was required.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported no audio output.